Event description:
It was reported that during a sigmoid rectal resection procedure, the stapler failed to apply any staples. The surgeon states that the staple cartridge preloaded in the device was empty, and that`s why the device cut but failed to staple. Sutures were applied to one of the two stumps, and a circular stapler had to be used through the anus to complete the anastomosis. There were no adverse consequences for the patient. Requested and received the following information on (B)(6) 2010: fortunately, the surgeon was able to solve the problem by applying sutures and creating the anastomosis with a circular stapler, and therefore no actual adverse event was reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.